Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/sleeves/aiming: percutaneous/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, it was noticed that the handles for percutaneous drill guides do not lock onto the drill guides increasing the complexity of the cases. There was no surgical delay reported and no fragment generated. The procedure was successfully completed. There was no patient consequence. This complaint involves unknown number of devices. This report is for (1) unk guides/sleeves/aiming: percutaneous. This report is 2 of 4 for (B)(4).